Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the patient was undergoing back surgery, the right ventricular (rv) lead sensed electromagnetic interference (emi) as valid ventricular tachycardia (vt)/ ventricular fibrillation (vf) and the patient was inappropriately shocked multiple times. The patient and staff were unaware of the shocks due to the patient being sedated during the surgery. The lead remains in use. No further patient complications have been reported as a result of this event.